Event description:
1st epidural attempt placed with no complications. Alligator clip hooked up and unable to inject through. Detached from patient and all other parts working. Epidural catheter trimmed and still unable to inject. Got additional clip from second kit. Same defect. Changed 20cc syringe to remove any variable besides clip and still unable to inject. Epidural catheter removed and 2nd one placed with different kit.